Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 403 mg/dl at the time of incident. The current blood glucose level is 366 mg/dl. The customer treated high blood glucose with syringe. Customer states auto mode feature was active. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. Customer states insulin pump had insulin flow blocked alarm. Customer had not tried all remedies. Customer states insulin pump had air bubbles in tubing. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 403 mg/dl at the time of incident. The current blood glucose level is 366 mg/dl. The customer treated high blood glucose with syringe. Customer was not using the auto mode feature at the time of the incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. Customer states insulin pump had insulin flow blocked alarm. Customer had not tried all remedies. Customer states insulin pump had air bubbles in tubing. The insulin pump will not be returned for analysis.